Manufacturer narrative:
Serial number was not available on the date of filing. The biopsy guide instrument was returned to the manufacturer for analysis. Analysis found no fault with the instrument, it passed functional testing and visual/physical examination. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the precision aiming device had a stripped screw. There was no patient present.